Event description:
The physician reported that the patient had passed away in the middle of the night. The physician was not aware of the cause of death. No further information was provided regarding the event no other relevant information has been received to date. The device has not been returned to the manufacturer to date.